Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. As a result, the rv lead was explanted and replaced. Additional information was received that the high thresholds were thought to be related to the underlying patient condition along with severe tricuspid regurgitation contributing to placement difficulty. No additional adverse patient effects were reported. The rv lead will not be returned.